Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope and the device delivered anti-tachycardia pacing (atp) which accelerated the patient's rhythm. The arrhythmia converted on its own. Boston scientific technical services (ts) was contacted for assistance and discussed programming options. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the physician believed the rhythm accelerated on its own. The patient's medications were increased and no further actions are planned. This device remains in service. No additional adverse patient effects were reported.